Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the reset process. After resetting the pump, the cgm error did not reappear, and the caller successfully started a new sensor session.